Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a ¿yellow residue¿ was observed on a one-link needle-free IV connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, and h6. H11: the actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that foreign material of a yellow brown color was observed near the outlet of the luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.